Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of five, while the hp was connected. The hp disconnected from the homechoice prior to the alarm without using proper disconnect procedures and then reconnected. The technical service representative (tsr) advised the caregiver (cg) to end the therapy. The tsr assisted the cg with getting the cassette out. The cg was going to use manual supplies in order to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) disconnected from the homechoice without using proper aseptic technique and then reconnected. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.